Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 184, 157, 101, 92, 98, 112, 105, 161 mg/dl. Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported. Note-customer ate food and drank beverage following use of meter.